Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd alaris pump module smartsite infusion set experienced component separation. The following information was provided by the initial reporter: IV tubing keeps disconnecting from the 2 ganged 4-way stopcocks.

Manufacturer narrative:
H6: investigation summary no product or photo was returned by the customer. The customer complaint of separation other component - no leak could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because the lot number is unknown. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. See h10.

Event description:
It was reported that the bd alaris pump module smartsite infusion set experienced component separation. The following information was provided by the initial reporter: IV tubing keeps disconnecting from the 2 ganged 4-way stopcocks.

Event description:
It was reported that the bd alaris pump module smartsite infusion set experienced component separation. The following information was provided by the initial reporter: IV tubing keeps disconnecting from the 2 ganged 4-way stopcocks.

Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.